Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve via left transcarotid approach, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve the patient became ischemic. Subsequently, cardiopulmonary resuscitation (CPR) was performed and the patient was placed on bypass. An angiogram was performed that showed blood flow into both the right and left coronary arteries, and a small pericardial effusion was observed. Additionally, the patient experienced ventricular dysrhythmia that required multiple shocks, and left ventricular function became too low. However, the patient died due to heart failure and ischemia.

Manufacturer narrative:
Updated: a4, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve via left transcarotid approach, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve the patient became ischemic. Subsequently, cardiopulmonary resuscitation (CPR) was performed and the patient was placed on bypass. An angiogram was performed that showed blood flow into both the right and left coronary arteries, and a small pericardial effusion was observed. Additionally, the patient experienced ventricular dysrhythmia that required multiple shocks, and left ventricular function became too low. However, the patient died due to heart failure and ischemia. Additional information was received that the ventricular dysrhythmia was tachycardia. The death occurred the same day as the valve implant procedure. Per the physician, the delivery catheter system (dcs) was not a contributing factor to the death but the valve could not be excluded.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve via left transcarotid approach, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve the patient became ischemic. Subsequently, cardiopulmonary resuscitation (CPR) was performed and the patient was placed on bypass. An angiogram was performed that showed blood flow into both the right and left coronary arteries, and a small pericardial effusion was observed. Additionally, the patient experienced ventricular dysrhythmia that required multiple shocks, and left ventricular function became too low. However, the patient died due to heart failure and ischemia. Additional information was received that the ventricular dysrhythmia was tachycardia. The death occurred the same day as the valve implant procedure. Per the physician, the delivery catheter system (dcs) was not a contributing factor to the death but the valve could not be excluded. Additional information was received that a transcarotid approach was the only access option for the patient. The exact cause of the pericardial effusion was unable to be determined. The patient did not have acute heart failure symptoms or decreased left ventricle function prior to the procedure.